Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at (B)(6) inc. ((B)(6) ref (B)(4)). Healthcare professional reported trough company representative "augmentation to achieve symmetry", "primary malignant neoplasm" of the contralateral breast, "disproportion of reconstructed breast" of a non-(B)(6) device. This record is for the left side. The device has been explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt codes: 4573, 1759. Device code: 4001. Reference report: mw5179660.